Event description:
Healthcare professional reported "noticed air bubbles in the implant as well as a foreign object on the implant." And ¿air bubbles in the implant¿ the device was not implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ bubbles: not observed bubbles. ¿ foreign material: no observed foreign material. As per the investigation procedure, (observed 1 opening assessed as surgical damage and creases) was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "noticed air bubbles in the implant as well as a foreign object on the implant".

Event description:
Healthcare professional reported "noticed air bubbles in the implant as well as a foreign object on the implant." And ¿air bubbles in the implant¿ the device was not implanted.